Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working which was reproduced. Evaluation found the 4 and 5 keys were not working and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio issue. Service evaluation verified the no audio issue. The cause was determined to be the rear case flex being loose. Re-seating the rear case flex corrected the problem.

Event description:
It was reported that a spectrum pump keypad did not work. There was no patient involvement. No additional information is available.